Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2018 a ventriculoperitoneal shunt procedure was performed. After the shunt tube was implanted, leakage was found in the catheter between the reservoir bag and the adjustable valve. The inner opening of the leak position is larger than the outer opening. Therapeutic measures: 1. An attempt to intercept part of the abdominal end catheter to connect the reservoir sac and the adjustable pressure valve, but found that the catheter at the interface of the reservoir sac was leaking. 2. In order to ensure the prognosis of patients and the complications of infection caused by long operation time, a new shunt tube was explanted and the operation ended smoothly. Additional patient information has been requested. When additional information is received a follow up report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. However, an alteration to the progav shunt system was observed. The original catheter connecting the control reservoir and the progav had been removed and replaced with a new piece of catheter attached with foreign ligatures. In addition, the original piece of catheter was submitted for inspection and clear cut and crack marks were observed at both ends. Remains of the original catheter were seen on the output spout of the reservoir. Permeability test: a permeability test has shown that the entire shunt system is permeable. During the permeability test it was also observed that the catheter leaks at the site of the foreign ligature. Results: based on our investigation, we can confirm that the catheter is leaking at the site of the foreign ligature. However, we can attest that the leakage is not due to a miethke original assembly of the shunt system, but to the alteration of the shunt system by a third party.